Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 with low blood glucose. The customer's blood glucose was 30 mg/dl at the time of incident. Customer reported being incoherent and was given a pill to bring their blood glucose up. Current blood glucose reading was 56 mg/dl. The customer has treated their blood glucose with food. The customer declined to troubleshoot and requested a replacement. The insulin pump will not be returned for analysis.